Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer stated that the sensor glucose value was 149mg/dl and blood glucose value was 314mg/dl. Customer stated that he had some chocolate milk because his pump was reading low and his blood glucose value was at about 49mg/dl. Customer declined to troubleshoot for low and high blood glucose. Customer treated low blood glucose with milk chocolate and high blood glucose with the pump. Insulin pump will not be returned for analysis.